Event description:
It was reported during a laparoscopic nissen fundoplication the tissue kept slipping out from the jaws of the lcs. Sometimes the instrument cut before coagulation was obtained which resulted in some bleeding. The instrument was reassembled without improvement. Another lcs was used without difficulty to complete the dissection. At the end of the case when the wrap was in the process of being sutured, the bougie perforated the esophagus. The case was converted to open and completed. The surgeon is familiar with the equipment.

Manufacturer narrative:
Based on the inquiry info received, the visual and functional testing, it was found that the clamp arm of the lcs was bent. This may have resulted in the tissue slipping out of the jaws of the lcs. No conclusion could be reached as to what caused the clamp arm to be bent. The mfg site has been made aware of this incident.